Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. Reportedly, the patient experienced a fever and swelling/drainage at the ipg site. As a result, the physician opened and cleaned out the ipg pocket on (B)(6) 2019. The patient was given antibiotics to treat the infection. Reportedly, the infection has cleared and the patient is stable.